Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. Boston scientific technical services discussed troubleshooting options with the health care provider. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).